Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device misfired. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the device to be within specifications; no visual failures were noted. Functional evaluation found that when the device was actuated three times with the suture, no anomalies were observed.the device did not present any visual or functional anomalies. The investigation was unable to confirm the reported complaint.a review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the device misfired. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. "Additional information november 25, 2013" the device loaded properly, but when they tried to use it, it "fired when it wasn't supposed to fire".